Manufacturer narrative:
Additional information to b5. B5: upon follow up, it was reported that the patient was recovering from the peritonitis event and has been retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the peritonitis event on an unknown date. Antibiotic treatment was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm per 96 hours) and ceftazidime injection (1gm per day ip) for peritonitis. At the time of this report, the patient has recovered from the event. Dianeal therapies were reintroduced and were ongoing at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not maintaining hygiene. On an unknown date, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, every fifth day, ongoing, route not reported) and ceftazidime injection (1gm each bag, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. On an unknown date, dianeal therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.